Event description:
(B)(4).

Manufacturer narrative:
Two pins of the same lot 1311653 are involved. Additional information received on 06/01/2015: the items will be returned for analysis.

Manufacturer narrative:
We received back 3 pins code 02.07.10.2294 lot 1311653 and not only 1, together with the 4-1 cutting guide. (B)(4) made the inspection of the retrieved items on 1st july 2015: from a visual inspection of the 3 threaded pins sent back, it has been noted that: - 2 of the 3 pins present circular scratches on the cylindrical part between the thread and the "collar". This is probably where the fragments detached came from during fixation. The third pin doesn't present signs of damages. - the lateral holes of the 4in1 cutting block don't present any scratches and/or signs of damages. It looks well preserved. It seems that, during fixation of the 4in1 cutting block, the pins went in contact with the guide (probably with the edge in the entrance section of the hole) before entering into the right seat, causing a metal debris from the pin. The pin was probably insert not straight and not aligned with the hole of the cutting block. This can be the cause of the complaint.